Manufacturer narrative:
The device was received and inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause skin irritation. The exact cause of the reported event could not be determined.

Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.